Event description:
It was reported that during a laparoscopic lar procedure, there was no power energy from the tip. No patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount and a cut lanyard wire. No functional testing could be performed due to the returned condition. The instrument was disassembled. Moisture and a collapsed isolator were found in the instrument. The evaluation revealed that the causes that may contribute to this non-conformance are improper sterilization, misassembly of housing (pinched isolator, pinched o-ring, missing o-ring), cracked housing (nose cone), material or component variation (compression set of isolator, torn isolator). The batch record was reviewed and no anomalies were noted during the manufacturing process.